Event description:
Customer reported an overinfusion of fentanyl: "at 0700, patient was receiving continuous IV infusion of fentanyl 0.5 mcg/kg/hr for pain control. During the mid morning hours, patient underwent dialysis treatment in his room. Reportedly, clinical engineering was contacted to accommodate the set up of the hemodialysis machine. Nurse reported the dialysis equipment was arranged in a way that obstructed the IV pump view and pump access. At 1230, the patient's nurse was ordered to titrate the fentanyl drip to 0.75 mcg/kg/hr. Nurse did attempt to reprogram pump according to new orders, but accessibility to the pump was difficult. About three hours later, the patient's dialysis treatment was completed. At this time, the nurse rechecked the IV pump setting and noticed the IV pump was programmed to deliver fentanyl 7.5 mcg/kg/hr. The infusion was immediately stopped, patient assessed, and exchanged pump's brain and ear channels (presumed to mean pcu and pump channels) with complete new medication set up. Patient's status remained unchanged during this time, md aware, and no intervention was needed. Nothing coming up on cqi report." Customer stated that no further patient or event information is available. Profile: peds critical care. Programmed: fentanyl concentration 250mcg/25ml.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because only event log review is requested at this time. The event logs and data set have been received and lot review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.